Event description:
Patient reported the infusion device displayed an e8 power interrupt error, and the error could not be cleared due to a non-functional check button. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result e8 was found in the history. The down button is permanently active due to external mechanic damage. As result of the defective button the pump correctly triggered an unclear able e8 error message. As further result of the permanent activated down button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.